Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water supply was out of standard due to clogging of the nozzle, the nozzle had foreign objects, watertightness was lost due to a crack on the switch box, the angulation in the up direction was out of standard, the bending section rubber was scratched, the adhesive on the bending section rubber was cracked, the water removal was out of standard due to clogging of the nozzle, the control unit had corrosion due to water leakage, switch 2 and 4 were scratched, the distal end cover was dented, the connecting tube was cut, and switches 2/3/4 didn't work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a poor air supply. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fiberous foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.